Event description:
Reportedly, before connecting a lead, it was unable to program apnea section. It should be noted that the reported event was observed with reply200sr demo device on (B)(6) 2014.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, before connecting the lead, it was unable to program sleep apnea monitoring section. It should be noted that the reported event was observed with reply200 sr demo device on (B)(6) 2014.